Event description:
Lithotripter shockwave generator stopped working. The malfunction occurred during the procedure and the patient was under general anesthesia. The doctor aborted the procedure, but kept the patient under anesthesia until a second lithotripter was brought in to complete the case. The patient was under extended general anesthesia for 75 minutes. The case was completed with no patient injury reported. Patient information is unknown.